Manufacturer narrative:
E1: event country: (B)(6). Name: medtronic minimed country: united states of america address ¿ line 1: 18000 devonshire street city: northridge state: california zip code: 91325¿1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient faced insulin flow block event on 21-feb-2026, as the customer stated that infusion set cannula was bent.